Event description:
Patient was injected in the nasolabial folds with bovine collagen in 2001. In 2002 the patient reported that four days after the injection patient developed three nodules at the injection sites. The physician incised and drained the nodules of purulent looking exudate. Physician prescribed a course of penicillin. Physician has since diagnosed grade three hypersensitivity with abscess formation and discontinued the penicillin. No further treatment is planned at this time.